Manufacturer narrative:
(B)(6). (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a previously implanted percuflex plus ureteral stent was removed from the patient's right ureteral kidney, performed on (B)(6) 2020. The stent was implanted on (B)(6) 2019. According to the complainant, the patient was advised for planned hospitalization to remove the stent, during the stent removal procedure, the physician found that the end of the stent was densely wrapped by stones and had difficulty removing the stent. Reportedly, the stent was removed entirely from the patient without any additional intervention. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.